Event description:
An account stated that the brakes would no longer hold on this bed.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician found that the brake cable was stuck between the adapter plate and caster, he replaced the affected parts in order to resolve the problem.